Event description:
It was reported that the patient was admitted on (B)(6) 2021 for a driveline infection. The patient's culture came back positive for pseudomonas aeruginosa. The patient had been previously discharged on (B)(6) 2021 for a driveline infection (2916596-2021-05931). The patient was treated with parenteral antibiotics.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received revealed the patient's driveline infection resolved without sequalae on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the reported infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported elevated brain natriuretic peptide could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. Review of the device history record showed no deviations from manufacturing or qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C lists infection (driveline, localized, and pump pocket or pseudo pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook, rev. C, provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.